Manufacturer narrative:
A ge service rep performed an onsite investigation. The closed circuit digital camera was replaced and calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.